Event description:
It was reported that high pacing lead impedance had steadily been increasing. High capture threshold was also observed. Lead to be imaged and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.